Manufacturer narrative:
The insulin pump alarmed pump error during rewind due to corroded motor home switch. Unable to confirm insulin flow blocked alarm or pump error due to constant pump error. The pump was received with minor scratched lcd window and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was 189 mg/dl. The customer also reported that they received insulin flow blocked alarm and insulin was exited during fill cannula and infusion set cannula was bent. The customer reported that they are able to rewind the insulin pump and insulin pump passed the displacement test. The insulin pump will be returned for analysis.